Event description:
The issue was found before preparing the equipment for use. The customer further noted that the e28 error message was on afu-100 not on esg-100, but the problem is from esg-100.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective communication board. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus esg-100, to olympus repair center for evaluation of a reported displayed error code e28 that was found during preparation for use. The customer replaced the communication cables and the afu-100 endoscopic flushing pump, but the issue persisted. There was no harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found no communication to the afu-100 endoscopic flushing pump due to burnt mark on r28 of the communication board (damaged printed circuit board). Furthermore, the following additional issues (non-reportable) were identified during inspection: damaged power button, and missing housing washer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.